Event description:
Pharmacist reported for right side "following relapsing seromas, a capsulectomy was performed".

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, b7, g1, h6. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Biomarkers cd30+ and alk- have been confirmed.

Manufacturer narrative:
Alcl diagnosis date: on (B)(6) 2020. Additional health effect impact code: f2201, f2303, f2305.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma - alcl - suspected and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: nodule attached to periprosthetic capsule and diagnosis of bia-alcl.

Event description:
Pharmacist reported 15 mm nodule attached to periprosthetic capsule typed as anaplastic large cell non-hodgkin t-cell lymphoma associated with breast implants (breast implant anaplastic large cell lymphoma); pathology has not been received and the markers of cd30+ and alk- have not been reported or confirmed. Affected side is right. The device has been explanted.